Manufacturer narrative:
The reported complaint of a balloon leak on the solex catheter (lot 179733) was confirmed during functional testing. A pinhole leak was observed at the middle of serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed to have had accumulated and dried up in the catheter's serpentine balloon and in the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance, except for the in/out luers, which were clogged with dried blood. During the in/out lumen test, a pinhole leak was observed at the middle of serpentine balloon, thus, confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex catheter with lot number 179733.

Event description:
During the fever prevention phase of treatment, the customer reported the solex catheter (lot 179733) has blood backing up into the catheter. There appears to be a leak in the balloons of the catheter. The catheter was not replaced as the patient was in the normothermia phase and the patient's temperature was controllable. The exact dwell time is unknown, but the patient had been in normothermia for at least a day at the time of the leak. No consequences or impact to patient.